Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter, test strips and control solution were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for control test result out of control range using level 1 control solution. Emergency technician is calling on behalf of caltech university. Control test had been performed that produced result of 69 mg/dl using control level 1, lot number 4bc1a76. Control test was not within the acceptable range of 20-47 mg/dl. Control solution manufacturer¿s expiration date is 05/31/2026 and control solution had been opened one month prior to call. No symptoms or medical attention associated with the use of the product was reported. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date is 02/10/2025. The meter memory was not reviewed for previous test result history.